Event description:
It was reported that the patient presented to emergency room with high thresholds and possible loss of capture at maximum output on the right ventricular (rv) lead. The patient stated they have not felt well since the implant and noted that their heart rate was in the forty beats per minute range. The lead was found to have perforated the rv wall and the patient had a pericardial effusion. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).